Event description:
An account reported an adverse event using co's equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator w/endocut and argon model icc 200 e/a (p.n.: 10128-205). At the beginning of a colonscopy, the system was activated. The setting of the equipment was 40 watt. "There was a large gush of air and large flicker of flame." This caused a 0.5 x 0.5 mm burn to the interior intestinal wall. The patient was observed for several days with no perforation detected. The patient is in stable condition.